Event description:
Caller reported a cartridge alarm 20 and cts confirmed that the customer experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to allow the pump¿s battery to fully deplete before returning it and to use ups for the return within 10 days. Cts sent a replacement pump, and the customer acknowledged the steps to take upon receiving the replacement. No backup insulin therapy was currently available, but the caller planned to reach out to their healthcare provider.